Event description:
Information received from our affiliate. A patient wearing acuvue advance contact lenses developed infectious corneal ulcers in both eyes. This record documents the corneal ulcer in the pt's os. The patient was prescribed acuvue advance lenses in 2007 and bcva was 20/20. The patient was switched to acuvue advance lenses from 1 day acuvue brand. On 10/30 the pt presented to an eye care professional (ecp) at an eye clinic with complaint of pain in both eyes, and unable to open eyes. The pt was found to have corneal ulcers in both eyes. Both corneal ulcers were peripheral, and inferior. The size of the ulcers was not documented in the medical record. The pt was prescribed levofloxacin gtts, cefmenoxime hcl gtts and tobramycin gtts to be used every 1 to 2 hours and levofloxacin eye ointment at bedtime. At the end of the month, the patient returned to the ecp and pain was less than previous day. The ulcer in the os was described as "small" and the ulcer in the od was "relatively large" the size of the lesions was not measured. On the following month, the pt returned to the treating ecp and the corneal ulcers were not responding to treatment. The size of the os ulcer was 1 x 2 mm and there was slight corneal cloudiness around the ulcer. The pt was referred to the hospital for evaluation and treatment. On the same day, the ecp at the hospital diagnosed the pt with fungal corneal ulcers and corneal edema in both eyes. The diagnosis was based upon clinical findings and that the antibiotics were ineffective in treating the ulcers. The pt treatment was changed to cefmenoxime hcl gtts, moxifloxacin gtts and fluconazole gtts and ofloxacine oint at bedtime. The hospital was contacted for follow-up on the next day. Information regarding the ulcer in the os was not provided. A follow-up call was made to the hospital on a week later. The corneal ulcers were reported to be improving, but we did not receive specific clinical information. Results of cultures of corneal scrapings, the contact lens and the contact lens solution were provided. There was no growth from the corneal scrapings and the contact lenses. The contact lens case and the lens care solution, brand unknown, was culture positive for serratia marcescens. The hospital was last contacted on 11/27, the pt has not returned to the hospital since the 11/20 visit. Multiple attempts were made to get the product or lot#s for the lenses in questions. The pt wore two different powers -3.00 od and -3.25 os. By virtue of them being different powers, the lenses are from different lots. We will continue to collect information and will report any additional information within 30 days of receipt. All MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.